Event description:
The complainant stated a weld broke on the base weldment area. He found the weld over the left foot caster area on the base frame weldment, and on the foot hydraulic cylinder strap were both broke. Neither of the welds seemed to have any penetration.

Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.